Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a safety notice via email about an audio issue with the insulin pump. The customer reported the insulin pump did not beep. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Troubleshooting was performed by adjusting the insulin pump's volume to multiple volume settings. The customer indicated they did not hear an audible beep when the volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.